Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that; we recently received the urgent field safety notice concerning the bd connecta 3-way stopcock (394600). To date, we have not identified any issues related to port c. However, we would like to bring to your attention an observation concerning port a. We are currently using this specific 3-way stopcock in two clinical trials. In our setup, port a is connected to an IV cannula attached to the patient. We have observed that even minimal twisting of the stopcock may cause it to loosen and potentially detach from the cannula, despite careful and proper connection. We wanted to share this observation for your awareness and consideration."